Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side concern about the recall, "very worried", "started to feel severe pain in the breast, got some stains, eruption, burning sensation, itching and stain continues to run down the nipple.. It is a dark color", "red spots around the breast and nipples", "minimum amount of peri-implant fluid towards its upper contour". Ultrasound results found the left implant "without data suggesting contracture or intra/extra capsular rupture", physician reported "capsular rupture". The device remains implanted. Patient is taking ibuprofen and cataflam to decrease pain, and prescribed meticorten, ulsen pcs, and voltaren.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: drainage.

Event description:
Patient reported left side concern about the recall, "very worried", "started to feel severe pain in the breast, got some stains, eruption, burning sensation, itching and stain continues to run down the nipple.. It is a dark color", "red spots around the breast and nipples", "minimum amount of peri-implant fluid towards its upper contour". Ultrasound results found the left implant "without data suggesting contracture or intra/extra capsular rupture", physician reported "capsular rupture", leaking fluid. The device was explanted. Patient is taking ibuprofen and cataflam to decrease pain, and prescribed meticorten, ulsen pcs, and voltaren.